Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported a shorted lead condition when performing implant testing with a chronic endotak c lead. The ICD system was not replaced, at the request of the patient.